Event description:
Reporter indicated that vns pt was scheduled for revision surgery due to device migration. It was reported that there had been difficulties with initiating magnet mode stimulation, device interrogation, and performing device diagnostic testing because the "device was moving around so much". Revision surgery was performed, during which the generator was repositioned and resecured. Device diagnostic testing both before and after the revision surgery was within normal limits, indicating proper device function. Successful device interrogation and initiation of magnet mode stimulations were performed upon completion of the revision surgery. The elective replacement indicator was no, indicating that the generator had not reached end of service. Investigation to date has been unable to determine the cause of the device migration.